Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt limb in a severely tortuous vessel. A 4.0 x 40, 75cm mustang balloon catheter was advance for dilatation. During the procedure, the balloon ruptured upon second inflation before reaching the rated pressure for 10 seconds. The device was removed without any problem, and the procedure was completed using a different device. There were no complications reported, and the patient was in good condition after the procedure.